Event description:
Customer reported the insulin pump alarmed button error. Customer was able to clear the alarm twice and now she was unable to clear it. Customer's blood glucose was 117 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.